Event description:
The complainant alleged that the facility staff discovered pt who had coded. The facility staff called a code and the code team reached the pt in "about a minute". The code team determined with the use of the device's external paddles that the pt had what looked like a ventricular fibrillation heart rhythm. The code team charged the device to 200 joules. The device sounded its ready tone. The clinician pressed the external paddles discharge buttons. The code team heard the "thunking" noise from the device, the device's ready tone cleared and the device's screen displayed a 200j select message with no error messages. However, the code team felt that the pt did not receive the shock, as the pt did not jump in response to the energy being delivered. The code team proceeded to charge the device to 200 joules for a second time and attempted to discharge the shock, as the pt did not "jump" in response to the energy delivery. At this point the code team changed the device's external paddles to the multi-function cable with zoll stat-padz, charged the device and heard the ready tone. The clinician pressed the discharge buttons on the multi-function cable. The code team again heard the "thunking" noise, the ready tone cleared, and the screen showed a 200j select message with no error messages. The code team felt again that for the third time the pt did not receive the shock as the pt did not "jump" in response to the energy delivery. The pt was now presenting an asystole heart rhythm. The code team attempted to pace the pt by setting the device to its maximum setting for pace pulse amplitude. However, there was no pt response ("twitching") to the pacer stimuli. At some point during the code, a facility staff member went to get a back-up unit. (The complainant indicated it took approx. 8 minutes). The back-up device was only equipped with defibrillation and no pace function. By the time the back-up device arrived the pt was still asystolic, so drugs were administered and the back-up unit was not used on the pt. The code team continued with drugs until the code was called. The staff was unable to locate the recorder strips after the code. The possibility exists that the strips did not properly print during defibrillation discharges. The facility's biomed performed extensive testing on the device and was unable to duplicate the reported event. The device properly printed recorder strips after each discharge. The complainant has indicated they would not release the device to zoll for evaluation at this time, per the facility's risk management orders.